Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the investigator doesn¿t think there is any quality problem of the probe and system. He misunderstood and he will update the relationship with study device to be not related. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported via clinical trial neu_2020_02 that the patient experienced pneumothorax. The event was not related to the study device. There is a possible relationship to the study procedure.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2022. Not enough data provided to perform a call home investigation. No further information was available. The root cause is unknown. System (B)(6) was manufactured in 2018 (over one year ago). A review of manufacturing ncs will not be completed due to the age of this system. The service history was reviewed through a search of complaints for this system. There is one other complaint against this system for this issue from 7/1/2017 to 7/12/22.